Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [245758 summary.pdf]

Event description:
It was reported the patient fell and suffered a fracture of the upper femur with some separation of the greater trochanter from the rest of the femur. Metal ions above average were indicated. Revision surgery will take place but not performed yet.